Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user was unable to attach the luer connector to the device over the cartridge despite rewinding the piston; replacing the luer connector allowed successful attachment and completion of the change, and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting with component replacement. Investigation of this case revealed a malfunction of the luer connector component that was resolved by replacing the connector, indicating a defective or damaged disposable connector. It was concluded, based on previously established findings for similar reports, that the cause was a component quality issue with the luer connector.